Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The insulin pump had frozen screen. The insulin pump had blank display. The display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were damaged. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 43 during rewind. Problem isolated to motor. No damage on battery tube or battery cap noted during visual inspection. Unable to confirm pump error 82 or frozen screen due to constant pump error 43 during rewind. No blank display noted.